Manufacturer narrative:
UDI reference number: (B)(4). This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2020-10910. The sheath was not returned to edwards lifesciences, as it was discarded by the facility. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheroma¿s (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, the cause of the multiple clots may be related to patient/device interaction or pharmacological issues. There is no evidence that suggests an edwards device malfunction occurred. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a (valve in mpa/homograft) tvr procedure in the pulmonic position, multiple clots were noted in the vessel post removal of the esheath. A manual thrombectomy was performed with improvement noted in vessel flow via iliac/vessel angiogram. Multiple unsuccessful attempts were made to position the 23mm sapien xt valve and novaflex+ delivery system into the landing zone within the mpa/homograft that had been prepped with a covered stent. The decision was made to remove the entire system and attempts to pull the valve into the esheath were unsuccessful. Troubleshooting maneuvers were attempted, but the decision was made to deploy the valve in the lower ivc. An ev3 stent was placed inside the valve to pin the leaflets, with a final diameter of approximately 16mm. Multiple clots were noted in the vessel post removal of the esheath. A manual thrombectomy was performed with improvement noted in vessel flow via iliac/vessel angiogram. The subject did not tolerate the procedure well and was admitted to the ICU. The patient was scheduled to have a surgical valve replacement. Note: this event description pertains to the esheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.